Event description:
Device 1 of 2. Reference MFR report number: 1627487-2013-12493. It was reported the pt has experienced muscle spasms when the stimulation is on since the implant date. The pt is receiving effective coverage of the established pain pattern. The physician plans surgical intervention to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.